Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the event of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. The peritonitis was a result of the patient inadvertently disconnecting the catheter and transfer set during sleep while completing pd therapy which left the tubing exposed to contamination. There is no causal or temporal relationship between the patient¿s exacerbation of his pre-existing copd and pd therapy with the liberty select cycler. There is no allegation against any fresenius product for this event. The patient¿s pre-existing condition is the cause of the difficulty breathing that was experienced by the patient. Plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient¿s catheter (not a fresenius product) had become unplugged. The patient stated he already spoke to his peritoneal dialysis registered nurse (pdrn) and stated he would be going to the hospital. The technician assisted the patient with canceling the treatment. Upon follow up the pdrn confirmed that the patient disconnected his transfer set from his catheter while sleeping. Without the transfer set, the patient was not able to complete any peritoneal dialysis (pd) treatment. The patient went to the hospital and was subsequently diagnosed with pneumonia (signs/symptoms unknown) and admitted. During hospitalization, the patient developed peritonitis caused by the catheter/transfer set disconnect during treatment. The patient was treated/prescribed intraperitoneal (ip) vancomycin (dose, strength, frequency and duration unknown). The patient was discharged (B)(6) 2018 and has resumed pd therapy on the liberty select cycler at home. The received medical records were reviewed, however, per the documentation the patient presented to the emergency room (ER) on (B)(6) 2018 for a problem with his pd catheter (tubing broke) and increased difficulty breathing. Pd effluent was tested and resulted negative for infection but since the tubing was open for a long time the patient was started on antibiotics, intraperitoneal (ip) vancomycin (dose, strength, frequency and duration unknown). The pd effluent culture from (B)(6) 2018 showed no coagulase negative staphylococcus (cons), however, a repeat culture from (B)(6) 2018 yielded enterococcus faecalis. The patient continued the ip vancomycin. The patient was also found to be in chronic obstructive pulmonary disease (copd) exacerbation and was treated for it (unspecified treatment). The patient also complained of dysphagia. An esophagram was negative. An esophagogastroduodenoscopy (egd) completed on (B)(6) 2018 showed severe mid and distal esophagitis with luminal narrowing. A biopsy showed chronic active esophagitis positive for candida and negative for malignancy. The patient was started on diflucan (B)(6) 2018 for 21 days (route, dose, and frequency unknown). The patient had mild leukocytosis on (B)(6) 2018 (wbc count 15.6) but could be related to the patient¿s steroid prescription. The patient was discharged (B)(6) 2018 to home. The medical records did not document any diagnosis of pneumonia as the pdrn reported.